Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: excisional biopsy's - elbow. Dates and location: on (B)(6) 2025 3rd elbow. The reaction happened almost immediately. The reaction was all around 6cm with blistering pictures are available. Medical treatment was removal of dermabond and one had to trim necrosed tissue (elbow). No medication required. No dermabond used previously. Dermabond minis - not lot available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient¿s reaction who underwent the excisional biopsy on the elbow? What date /day post op was the reaction noted? What date /day post op was the necrosis noted? Were any cultures taken? Results? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Were there any additional dressings applied? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?

Event description:
It was reported that a patient underwent an excisional biopsy on the elbow on (B)(6) 2025 and a topical skin adhesive was used. During the patient's postoperative follow-up visit, the patient experienced a skin reaction to the skin adhesive. The reaction happened almost immediately and was all around 6cm with blistering. Medical treatment was removal of the adhesive. The patient required trimming of necrosed tissue on the elbow. No medication was required. The device was discarded. Additional information was requested.